Event description:
While unloading a patient from the ambulance, the stretcher allegedly missed the safety bail and lowered to the bumper and tipped. No injury to the patient or medic crew were reported.

Manufacturer narrative:
An authorized field service technician was dispatched to the customer location to conduct a visual and functional evaluation. The stretcher was loaded and unloaded 4 times and each time the safety bails engaged with the hook. Both the middle and head end safety bail were inspected and each were moving freely with no problems. Unrelated maintenance issues were addressed and the stretcher was returned to service.

Event description:
While unloading a patient from the ambulance, the stretcher allegedly missed the safety bail and lowered to the bumper and tipped. No injury to the patient or medic crew were reported.